Manufacturer narrative:
No product was returned for evaluation. Device history record review was not possible since no lot number was provided. The complaint could not be confirmed. The reported condition was consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. Linked to mfg report numbers: 2648988-2019-00039, 2648988-2019-00020, 2648988-2018-00012, 2648988-2019-00043, 2648988-2019-00044, 2648988-2019-00042, 2648988-2019-00046, 2648988-2019-00047, 2648988-2019-00048, 2648988-2019-00049, 2648988-2019-00050, 2648988-2019-00051, 2648988-2019-00052, 2648988-2019-00053, 2648988-2019-00054, 2648988-2019-00055, 2648988-2019-00056, 2648988-2019-00057, 2648988-2019-00058, 2648988-2019-00059, 2648988-2019-00060, 2648988-2019-00061, 2648988-2019-00062, 2648988-2019-00063, 2648988-2019-00064, 2648988-2019-00065, 2648988-2019-00066, 2648988-2019-00067, 2648988-2019-00068, 2648988-2019-00069.

Event description:
This is 4 of 28 reports. A customer reported that a patient's external ventricular drain (evd - unspecified limitorr) transducer appeared loosed and needed to be tightened to secure transducer to the drainage system. When the customer went to tighten the transducer to the drainage system, the transducer fell off and had an obvious crack. It was damaged to the point that it could not be secured back to the evd tubing. The physician was notified, there was no harm to the patient. The date of the event was reported as (B)(6) 2018.